Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter and a non-boston scientific device was advanced for dilation. However, it was found that the device became stuck with the guidewire and was unable to be removed. The physician removed the catheter and the guidewire as a single unit and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).